Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the video processor (vp) and advanced video processor (avp) to solve the reported issues. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The vp was analyzed and in artemis, no error was found indicating the fault, confirming the failure occurred in the field. During visual inspection, filter was found dirty and bezel "davinci" logo was faded. The vp was installed onto the golden system where the component functioned as expected. Also, the golden system was set to run 10 power cycles and sitting idle for one hour. Once testing was completed, the system error logs was inspected, but no error could be identified. The avp was analyzed and in artemis, no data was found indicating that the fault occurred in the field. During visual inspection, no issues were found related to the reported event. The avp was installed in the golden system, where the component functioned as expected. The golden system was set to run 10 power cycles and sitting idle for one hour. Once testing was completed, the system error logs was inspected, but no error could be identified. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. For the vp and avp.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the surgeon side console (ssc) was no longer updating. Customer stated they were in the process of doing an update this morning but the ssc looked like it was no longer updating. Also, customer stated that the vision side cart (vsc) and the patient side cart (psc) still say update and progress. Additionally, customer stated that they started the update over an hour and 15 minutes ago. About 45 minutes into the update the ssc was no longer updating and they were about ready to begin the procedure within 45 minutes. Technical support engineer (tse) guided customer to power the system down and do an emergency power off (epo). The system was not powering on normally and customer was getting an error 35. Tse explained that the ssc may have gotten disconnected during the update. Later, customer stated that they will use their other da vinci system for this procedure. The procedure was aborted to another dv system with no reported injury.